Event description:
It was reported that the video system center experienced intermittent image loss. The image would turn black and return after a few seconds. In some cases, the image turned black and did not return. When this occurred, error message e226 was displayed. This issue was identified during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.